Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The length of the proximal aortic neck was 15mm. The degree of angulation at implant was 20 degrees. There was also mild calcification and tortuosity. It was reported that when the physician was deploying the anchoring pins they noticed that the fabric may be slightly high on the right renal. The physician decided to pull the graft down a couple of mm's and then finish deploying the anchoring pins. At this point the physician stated that not all of the anchoring pins deployed. It was suggested that the physician try the back end handle disassembly technique. This allowed the physician to deploy the remaining anchoring pins. The physician felt that when the stent graft was pull down, when deploying the anchoring pins, it have caused several of the anchoring pins to became stuck in the sleeve. The physician did a final angiogram and noticed diminished flow in the right renal artery. They decided to place a renal stent. Flow was better but the physician stated that they could not see a nephogram. The physician then gave the patient mannitol and lasix. At this point the patient started to produce urine. The physician then decided to place a renal stent in the left renal artery. The nephogram showed good flow in the left renal artery. It was noted that the issues had resolved. Per the physician, the cause of diminished flow in the right renal artery could not be determined. The physician placed the renal stents because the fabric was covering lower third of the renal arteries. It was later reported that the patient expired. The physician had difficulty closing the left femoral artery. The physician tried to suture the artery but it kept falling apart. The physician then tried patching the artery, but the patient had poor signal so the physician sewed in a graft and that worked. The patient was acidotic and in poor condition. It was decided to remove the patient from the ventilator. The physician stated the patient death was due to long clamp time which caused the patient to become acidotic.

Manufacturer narrative:
(B)(4)